Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms such as: volume delivery restricted and expiratory minute volume low. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicate problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing), which can lead either insufficient ventilation for the patient or no ventilation. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for disconnect/leakage situation in the patient circuit were generated but how it occurred has not been determined.

Event description:
It was reported that the ventilator was not returning appropriate volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).